Event description:
It was reported that an edwards aortic bioprosthetic valve was explanted due to calcification after an implant duration of 83 months, due to aortic stenosis and calcification. Operative report indicates, "the patient is a (B)(6) female who approximately 8 years ago underwent an aortic valve replacement down in (B)(6). She has recently had signs and symptoms of congestive heart failure. She has undergone extensive workup by the cardiology service, found to have no significant epicardial coronary disease but she has severe prosthetic valve stenosis with regurgitation. The ascending aorta is mildly dilated. She also has significant tricuspid regurgitation with atrial enlargement." Operative findings indicate, " there were significant adhesions from the previous operation. The ascending aorta was dilated. There were lots of pledgets from the previous operation causing significant amounts of scarring. There was severe prosthetic valve stenosis with a peak gradient of over 120 and a mean of 68. There was significant left ventricular hypertrophy. The right atrium was very dilated with severe tricuspid regurgitation. The ascending aorta had some dilatation. Upon opening the aorta, the aortic valve was very calcified. It was very difficult to even get a sucker through the prosthetic valve." At the end of surgery," the patient transferred to the intensive care unit in guarded condition."

Manufacturer narrative:
Evaluation method: evaluation anticipated but not yet begun. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Device evaluation results and edwards conclusions will be reported once completed.

Manufacturer narrative:
(B)(4) = x-ray. Evaluation summary: the received valve exhibited heavy calcification in the cusp area of all three leaflets. At the free margins calcification was moderate at leaflet 1 and 2. Calcification restricted mobility in the leaflets and led to stenosis. Moreover, moderate to heavy host tissue overgrowth encroached onto the tissue inflow and into the orifice at the greatest point by approximately 6 mm. Minimal to moderate host tissue overgrowth encroached onto the tissue outflow and into the orifice by 3 mm. Host tissue was minimal to moderate at the stent inflow and the stent outflow. Additional manufacturer narrative: device evaluation indicates calcific tissue degeneration and host tissue overgrowth (pannus) as the primary reasons for the reported stenosis leading to this explant. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. The mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood. The available information suggests nothing to indicate a device quality deficiency that may have caused or contributed to this event.